Manufacturer narrative:
The reported events of inadequate capture, noise, and low pacing impedance were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found the inner insulation to be abraded and breached which exposed the inner coil. The cause of the reported events was due to exposure of the inner coil at the abrasion zone.

Event description:
New information received notes right atrial (ra) lead exhibited high capture threshold measurements and was oversensing noise which resulted in automatic mode switch (ams) episodes.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited low pacing impedance measurements. Physician scheduled an explant procedure, and the ra lead was eventually explanted and replaced. The patient was in stable condition throughout.